Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895748. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for the potentially associated lot number(s) gd895748. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and hazy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event; however, the patient was treated with an ancef (1 gram unit dose, every day x 7 days) and vancomycin (1 gram unit dose, 2 doses) for peritonitis. On an unreported date, a few days later, ancef and vancomycin were discontinued. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available. This is report 2 of 4.